Event description:
The customer reported falsely depressed sodium (na) result was obtained for one patient sample on a dimension exl with lm integrated chemistry system. The erroneous result was reported to the physician(s) and questioned. The sample was retested on the original system. The sample was sent to alternate facility for troubleshooting purpose. The repeat results recovered higher than the erroneous result and were considered correct. The repeat from the original system was reported to the physician(s). This patient was admitted from emergency department (ed) into ICU based on the initial result. The patient was discharged after confirmation that the initial result was erroneous. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported erroneously depressed sodium (na) result for one patient sample on a dimension exl with lm integrated chemistry system. Quality control (qc) was within range on the day of the event. With assistance from siemens remote service center (rsc), the customer reseated the cables connected to the level sense printed circuit board (pcb). A siemens customer service engineer (cse) was dispatched to the customer site. During the visit, the cse removed and replaced sample cable/conduit and sample tubing, aligned sample probe and primed the sample pumps. After this the cse performed system check and ran qc, which recovered within range. Siemens further evaluated the event and determined that the malfunctioned level sense cable potentially contributed to the erroneously depressed na result. The instrument is operational and performing within specification. No further evaluation/troubleshooting required.